Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported "intermittent image" issue. The glidescope video baton 2.0 large was connected to known, good, test equipment and the video image was normal. The camera image quality test was performed and passed. The technical service representative noted that a visual inspection of the video baton 2.0 large revealed delamination damage to its outer shell. Upon completion of the evaluation, the returned video baton 2.0 large was scrapped and the customer was sent a replacement glidescope video baton 2.0 large. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would intermittently disappear. The customer was able to isolate the "intermittent image" issue to the video baton 2.0. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.